Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the dermatome did not work. It was found that the motor was rusted, which caused the gear box to stall, and the dermatome was not able to power on. There was no harm or delay reported. Diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: china. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery on (B)(6) 2024 the dermatome did not work. It was found that the motor was rusted, which caused the gear box to stall. There was no harm or delay reported. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.